Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. No injury or medical intervention was reported. An app crash alert was reported to have occurred for 8n9xn7. Data investigation confirmed an app crash alert on (B)(6) 2021 for 8m2s9x..